Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of air bubbles anomaly on the reservoir. The customer's blood glucose level was 20 mmol/l at the time of the incident. The customer stated that air bubbles were created during normal use. The customer stated that reservoir was resolved by set and reservoir change. The product was not returned for analysis.